Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
The same case as MDR # 2134265-2013-04279 and 2134265-2013-04281. It was reported that during an intravascular ultrasound, automatic pullback of the motor drive unit failed. During the preparation, the physician performed autopullback but it did not work. The technician checked and found out that the sled and the motor drive unit was not connected properly. No patient involved.